Manufacturer narrative:
E1: initial reporter facility name:(B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in the left subclavian artery to brachial artery. An 8f long non-boston scientific (bsc) introducer sheath punctured in supine position in the femoral artery. After a v-18 guidewire crossed the lesion, a 4.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during the pressurization, there was leakage at the tail end of the balloon. The device was removed, and it was noticed a spray at the tail end. Another of the same device was used and the procedure was completed. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the long subclavian artery. An 8f non-bsc introducer sheath was inserted. After a v-18 guidewire crossed the lesion, the balloon reached the lesion. A 4.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during the procedure, there was leakage at the tail end of the balloon. The device was removed and noticed that there was a spray at the tail end. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the 85% stenosed 2 shaped arch target lesion was located in the moderately tortuous and moderately calcified long subclavian artery. The balloon was inflated once at 5 atmospheres for 10 seconds before it was noticed a visible pinhole at the end of the balloon.

Manufacturer narrative:
B5. Describe event or problem- updated. E1: initial reporter facility name: (B)(6) university. E1: initial reporter phone: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 15.6cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.